Event description:
The pt underwent right total knee replacement in 1997. Post-op she experienced problems with pain and instability. As a result, in 2003, her right knee was revised where the 9mm tibial articular surface was removed and replaced with a 13mm tibial articular surface. Pt did very well post operatively.